Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. Access was gained via the femoral artery. The de novo target lesion was located in the moderately calcified and moderately tortuous left anterior descending coronary artery. The 2.75x38mm taxus liberte long monorail stent delivery system was advanced, but it was unable to cross the lesion. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be "stable". However, product analysis revealed that the stent moved on the balloon.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified that the stent moved distally on the balloon so that the proximal edge of the stent was approximately 7mm distal to the distal edge of the proximal markerband. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. A visual and microscopic examination also identified that the distal section of the stent on rows 3 to 5 were slightly expanded due to being advanced over the distal markerband and balloon cone puff during stent movement. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)